Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure the surgeon fired the device for the fourth time with a blue reload. He felt that when he closed and fired the device that the tissue started to slide. He continued to use the same instrument for the next (2-3 reloads) and finish the procedure. After 24 hours they noticed a leakage in the drain; the patient was required to have an additional procedure on (B)(6) 2011 and is now in intensive care. The device was discarded. Additional information has been requested.